Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is being treated for a driveline infection. IV antibiotics were started on (B)(6) 2013. The pt is currently on oral antibiotics.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.